Event description:
During preventive maintenance service, the manufacturers field service engineer (fse) reported the ventilator failed battery testing during performance verification. The fse informed the customer of the battery test failure and the customer reported the battery was replaced to address the reported problem. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. To reduce the risk of power failure the user must pay close attention to the battery charge level. Proper care, maintenance and testing should be performed when using battery power sources.